Event description:
It was reported that the patient was going to have the pump removed. When the pump was refilled, an x-ray had to be used. The patient¿s new doctor had difficulty with refills. The device system was used to deliver dilaudid, morphine, and an unknown drug. Additional information was requested but was not available at the time of this report.

Event description:
The patient further reported she had no concerns with her device or therapy but expressed concern for all the different physicians, a new physician all the time.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2009-(B)(6), product type catheter product ID 8711, serial# (B)(4), implanted: 2009-(B)(6), (B)(4).